Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported that the patient does not urinate when they are stressed. The patient stated they are forced to drink a lot of water and their body retains it. It was noted this had been happening since the beginning of their first implant. The patient also stated they can have accidents but not frequent when they drink too much and their bladder rebels. The patient noted the accidents have been occurring for several years. The patient also reported the implants do not work when they are at home and they do not keep them from being incontinent at home, and at night. The patient wears a lot of padding at home and has been since first implant. No further complications were reported. [Refer to (B)(4) for details pertaining to the uti and retention].

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.